Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported there was harm and injury. An additional graft needed to be taken. There was a delay of unknown time. The skin graft had inconsistent thickness.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were out of specification on the low end and the spring seal was stretched and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was a bad cut on patient during surgery and date was not provided. Contact reported that patient/user harm did occur. There is no additional information. No additional patient consequences were reported.